Event description:
Additional information received identified the issue has resolved.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during the ipg replacement surgery (reference MFR. Report #3006705815-2018-00337), the new ipg was unable to establish communication with external devices. Troubleshooting was tried to no avail. Subsequently, another new ipg was opened and implanted without an issue.